Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and stretched, and the imaging window and drive cable were twisted. The device was returned with a guidewire inserted in the tip, but it was not stuck nor entangled. The guidewire exit port and distal section of the tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that crossing issues occurred. The 71% stenosed target lesion was located in the severely calcified proximal right coronary artery. The opticross hd was introduced for ultrasound examination of the target lesion but failed to cross due to calcification. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed the imaging window was twisted.